Event description:
Boston scientific received information that the patient presented in the ER after enduring three syncopal episodes. The patient had fallen and hit her head. Upon device interrogation, loss of capture was observed on the right ventricular lead. Atrial undersensing of atrial fibrillation was detected. The device was reprogrammed to 7.5v @ 2.0ms. Intermittent loc at 3.5v was observed while the patient was monitored, with asystole greater than two seconds. An x-ray suggested that the rv and ra leads had pulled back. The device was programmed to unipolar. After adjusting medication, an underlying rhythm of af with rvr was observed. The loc was resolved. The physician elected to monitor the system in unipolar. The patient remained hospitalized under observation. Additional information was received that a revision procedure was performed and the rv lead was successfully repositioned. At the 24 hour check, the patient was experiencing periods of asystole greater than two seconds. A second revision procedure was performed and the rv lead was explanted and replaced. During the procedure, the patient endured decreased blood pressure and sedation-related issues. The patient went into the ICU. Pacing threshold measurements had increased from 2.2v @ 0.4ms to 3.5v @ 2ms. The patient was placed on a ventilator. Once the patient becomes stabilized, a revision procedure to place an epicardial lead is to be performed.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead¿s lumen. Further analysis revealed coagulated blood in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. The inspection showed cuttings in the insulation, which occurred most likely during the explant procedure. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.